Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had watch dog anomaly. Customer's blood glucose level was unknown at the time of incident. Customer also stated that insulin pump did not return to normal function. Device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, bad battery , low battery, weak battery , battery out limit, failed battery test, external ram crc error, unexpected restart alarms noted during testing.